Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was seen. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code -(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. Moderate blood was observed within the stat gard sleeve. No blood was observed inside the iab catheter. The pressure and extender tubing were also returned. A kink was found on the catheter tubing approximately 73.025cm from the iab tip. Additionally, a second kink was found on the catheter tubing approximately 73.66cm from the iab tip. The inner lumen was occluded and was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).